Event description:
An endurant stent graft system was implanted in a patient for the endovascular treatment of a fusiform 61.7mm diameter and 97.4mm in length abdominal aortic aneurysm and iliac artery aneurysm. The proximal neck was 25.7mm in diameter and 44.2mm in length. The left common iliac artery was 27.5mm in diameter and the right common iliac artery was 17.7mm in diameter. The right external iliac artery measured 9.7mm in diameter and the left external iliac artery measured 8.7mm in diameter. The right internal iliac artery measured 20.1mm in diameter and the left internal iliac artery measured 19.5mm in diameter. Neck angle: 10 degree angulation. It was reported that though both limbs had severe curvature, main body was deployed in the right limb first. After that a (B)(4) was implanted just above bifurcated site of right internal and external iliac artery. Cannulation was performed from contra side and the length was measured. Since the origin of left common iliac artery (cia) has severe curvature, another manufacturer¿s device was deployed for the prevention of kinking. The (B)(4) was implanted on the left side to just above bifurcated site of left internal and externa l iliac artery, and touch-up was given entirely. It was confirmed that a type IV endoleak, blush from the main body and possible type ib endoleak from distal side of left cia. A long inflation was performed with another manufacturer¿s balloon and touch-up was given, however the endoleak did not resolve. It was confirmed there was no blood flow into abdomen so the procedure was completed. Upon discharge an angiography noted that the type ib endoleak has resolved. However, angiography showed possibility of type IV endoleak, blush or type iii endoleak, fabric which might have been caused by a damaged graft. The patient will be monitored by their physician. No clinical sequelae were reported and the patient is fine.

Event description:
Review of pre-implant cta's showed that the proximal neck was 26mm (flow lumen). The max aaa diameter was 6.3cm and contained thrombus and calcification. The iliac arteries were very tortuous and calcified. Several lumbars were seen feeding aneurysm. Images 1-week post-implant showed that the bifurcate was positioned just below the renal arteries. The ipsilateral limb and extension were within the right common iliac, and the contralateral limb was within the left common iliac. Contrast was seen in the proximal sac. The max aaa diameter is 6.2cm. The limbs are patent bilaterally. The resolution of the cta's were low; 5mm thick slices. The type and cause of the endoleak could not be determined from these images. This is possibly a type ii or type iii fabric, and cannot rule out a proximal type I. Higher resolution cta's or angiogram images may provide more details to help determine the likely type and cause of the endoleak.

Manufacturer narrative:
(B)(4). Evaluation results: inherent risk of procedure (endoleak). Patient¿s condition affected effectiveness of device (severely tortuous iliacs). (Unknown cause of endoleak). Evaluation conclusions: inherent risk of procedure (endoleak). Device failure related to patient condition (severely tortuous iliacs). (Unknown cause of endoleak).

Manufacturer narrative:
Method: film evaluation.